Manufacturer narrative:
(B)(4). RMA has been initiated for this issue. Model rpa450-1, serial number/date (B)(4) is approximately 6 years 3 months old. The owner's manual was issued with this device. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The female consumer's age is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.

Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Lift has stopped working. End user allegedly hears a series of clicks when trying to operate unit. MDR filed.